Event description:
It was reported during a second stage trial procedure to implant the pt's (B)(6) ipg, invalid impedance measurements were observed on the pt's implanted lead when tested in conjunction with the ipg. The impedance issues remained when the lead in question was tested with an external trial cable. The lead was explanted and replaced thereby resolving the impedance issue.

Manufacturer narrative:
Eval results: visual inspection of the lead revealed a kink with all wires broken at approx 19cm from the stimulation. The kinked/broken wires were consistent with an overstress condition while the lead was implanted. Various cuts were observed on the outer tubing. The cuts were consistent with an implant procedure. Discoloration was also observed in the lead segment. The discoloration was likely due to the outer tubing cut. No continuity testing could be performed due to the broken wires. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.